Event description:
It was reported that the neonatal intensive care unit nurse was getting alert 113 (reduced water temperature control). Patient temperature was 32.5c, target temperature was 33c, water temperature was 33c, flow rate was 0.9lpm, water reservoir was 5, system hours was 398, pump hours was 330. Nurse confirmed they filled the machine before using. Asked if flow rate has been consistent at this range and nurse believed so, but they do not track this. Mis explained how low flow affects heater capacity. Drained 500ml of water and placed in manual control at 40c. Water temperature heated to 40c. Disabled manual control and restarted therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. Patient temperature was 32.5c, target temperature was 33c, water temperature was 33c, flow rate was 0.9lpm, water reservoir was 5, system hours was 398, pump hours was 330. Nurse confirmed they filled the machine before using. Asked if flow rate has been consistent at this range and nurse believed so, but they do not track this. Mis explained how low flow affects heater capacity. Drained 500ml of water and placed in manual control at 40c. Water temperature heated to 40c. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate and state the following: "approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. To stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. Press the cancel button to close the screen.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal intensive care unit nurse was getting alert 113 (reduced water temperature control). Patient temperature was 32.5c, target temperature was 33c, water temperature was 33c, flow rate was 0.9lpm, water reservoir was 5, system hours was 398, pump hours was 330. Nurse confirmed they filled the machine before using. Asked if flow rate has been consistent at this range and nurse believed so, but they do not track this. Mis explained how low flow affects heater capacity. Drained 500ml of water and placed in manual control at 40c. Water temperature heated to 40c. Disabled manual control and restarted therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned